Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the external paddles produced an electric spark in using on (B)(6) 2020. The user chose the power of 200j, pressed the discharge button on the paddles, and there was an electric spark which appeared from the paddles. It is unknown if the issue occurred during patient use, and no adverse event to patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the external paddles produced an electric spark on (B)(6) 2020. The user chose the power of 200j, pressed the discharge button on the paddles, and there was an electric spark which appeared from the paddles. It was clarified the issue occurred during testing. There was no patient involvement.